Manufacturer narrative:
The insulin pump passed the displacement test. The device passed the leak test. The device had intermittent down arrow button, problem isolated to the keypad assembly. The device had a j1 connector properly connected. No damage or moisture damage on the keypad assembly noted. The device had a minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time. It was reported that arrow button does not always work. The product will be returned for analysis.